Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. As neither the lot number nor sample were provided, no batch review or sample evaluation was possible. No trend identified. It is not possible to determine the root cause as it is not evident that the product contributed to the fever/infection. No further investigation is required. Per baxter¿s medical director, retraining is not necessary as the sales representative already informed the customer that veritas is usually applied internally. This case will be kept on file for trending purposes.

Event description:
Patient 1 of 2: caller reports "I applied a couple of veritas implants and in both instances the patients developed low grade fevers and were hospitalized. The ER doctors felt the ulcers that the veritas was applied to were infected, but they are not trained with this product. The veritas graft was applied to a heel ulcer that was down to bone tendon. I want to know if fevers have been reported with veritas. The ulcers showed improvement, but a foul odor was produced. The representative informed me that veritas is usually applied internally. The fevers resolved and there were no signs of infection other than one patient had an elevated blood count." The two patients were both male and both patients had a left heel ulcer. The caller did not have a lot number or expiration date for the product. (Patient 2 of 2 is captured under (B)(4).)

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas collagen matrix is intended for use in reconstruction of the pelvic floor excluding transvaginal pelvic organ prolapse and for use in the repair of rectal prolapse excluding rectocele. Veritas collagen matrix is intended for use as an implant for the surgical repair of soft tissue deficiencies: abdominal and thoracic wall repair, muscle flap reinforcement and repair of hernias (e.g., diaphragmatic, femoral, incisional, inguinal, lumbar, paracolostomy, scrotal, umbilical). Veritas collagen matrix minimizes tissue attachment to the device in case of direct contact with viscera. The instructions for use also specify: ¿veritas collagen matrix is not designed, sold, or intended for use except as indicated; doing so may result in surgical complications. In this case the collagen matrix has been used in a non-approved indication, in a contaminated surgical area, and resulted in infection. The reported serious adverse event is possibly associated with the non-indicated use of the product (use error). A follow-up report will be submitted upon completion of investigation.